Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, a c-34 error occurred when the customer was using the hook instrument. Prior to calling intuitive surgical, inc. (Isi) technical support engineer (tse), the customer replaced the instrument and energy cord with no change. The tse had the customer reboot the integrated electrosurgical unit (iesu) twice with no change. The customer was unsure if they had a backup force triad generator. The tse recommended replacing the tower. The customer ended the call with the tse to discuss how to proceed with the surgeon. The procedure was completing as planned with no reported injury using a third-party generator. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The site's robotics coordinator confirmed the staff was able to complete the case by connecting a valley lab generator to the vision side cart. The fse was able to reproduce the reported issue and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. Error c-34 occurred at startup. The complaint was confirmed based on field evaluation and failure analysis. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.